Event description:
Event: intraarticular infection: in 2008 - a female pt started artz dispo (=sodium hyaluronate) injection bilaterally into the knee for osteoarthritis with 1% xylocaine 2 ml. At an approximately 6 months later, she received artz dispo injections bilaterally with 1% xylocaine 2 ml. At about 2 days later- intraarticular infection occurred. She was admitted. Orthopedist considered that this event couldn't be denied to artz dispo. According to the reporting pharmacist, xylocaine was put into artz dispo syringe from 10 ml vial. Five syringes are made at a time. The reporting pharmacist considered that this event was not related to artz dispo.

Manufacturer narrative:
We are now investigating this case. #9612392-2008-00010, 9612392-2008-00012 were also reported from the same facility.